Event description:
It was reported via journal article: title: intraoperative video analysis of pancreatic stump and stapler closure-induced pancreatic fistula in laparoscopic distal pancreatectomy: a retrospective study. Authors: hisamichi yoshii, hideki izumi, rika fujino, eiji nomuraa, masaya muka citation: cureus part of springernature/ doi 10.7759/cureus.58959. The aim of this single-center retrospective study prospective and comparative study was to investigate factors causing popf based on the magnification effect of laparoscopy to observe stapler closure of the pancreatic transection edge in lap-dp. Between march 2016 and may 2022, a total 72 patients clinically diagnosed with tumors or cysts in the pancreatic body/tail who underwent dp overall, 62 patients underwent lap-dp, and the pancreatic stump could be observed using an intraoperative video in 54 patients (13 male and 14 female with median patient age was 71 years). The pancreatic division was performed using powered echelon flex 60 (ethicon, somerville, USA) with either a green (4.1 mm) or black (4.2 mm) cartridge without performing the slow firing method or gradual compression. Reported complications include: pancreatic stump bleeding (n=33) treatment: not provided; pancreatic parenchymal bleeding (n=12), treatment: not provided; pancreatic parenchymal damage (n=16), treatment: not provided; pancreatic fistula (n=12), treatment: not provided; intraperitoneal abscess (n=5), treatment: readmitted. In conclusion, the magnification effect of the laparoscope to observe the pancreatic fragment of stapler closure by lap-dp, which suggests that one of the causes of pancreatic fistula may be pancreatic parenchymal damage.

Manufacturer narrative:
(B)(4). Date sent: 3/6/2025. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 3/11/2025. Additional information was requested and the following was obtained: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain no further information will be provided.